Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 100 mg/dl. The customer stated that he thought that the down arrow seemed to be jammed. He noted that the button had been sticking and scrolling on its own prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.